Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain / multiple pain and permanent discomfort') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), asthenia ("asthenia"), dyspepsia ("digestive disorders"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), feeling cold ("sensation of intense localized cold"), musculoskeletal disorder ("musculoskeletal disorders"), tinnitus ("tinnitus"), diplopia ("diplopia"), tooth fracture ("breaking teeth"), tachycardia ("tachycardia"), decreased activity ("almost no more physical activity"), dry skin ("skin dryness"), night sweats ("night sweats") and muscle discomfort ("muscle pain / multiple pain and permanent discomfort") and was found to have heart rate increased ("increased heart rate at rest"). Essure treatment was not changed. At the time of the report, the myalgia, asthenia, dyspepsia, paraesthesia, hypoaesthesia, feeling cold, musculoskeletal disorder, tinnitus, diplopia, tooth fracture, heart rate increased, tachycardia, decreased activity, dry skin, night sweats and muscle discomfort outcome was unknown. The reporter provided no causality assessment for asthenia, decreased activity, diplopia, dry skin, dyspepsia, feeling cold, heart rate increased, hypoaesthesia, muscle discomfort, musculoskeletal disorder, myalgia, night sweats, paraesthesia, tachycardia, tinnitus and tooth fracture with essure. The reporter commented: date of insertion as approximate diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Computerised tomogram - on an unknown date: retinal computed tomography scan was unremarkable. Electromyogram - on an unknown date: without revealing anything abnormal. Magnetic resonance imaging head - on an unknown date: was unremarkable. Magnetic resonance imaging spinal - on an unknown date: was unremarkable. Ophthalmological examination - on an unknown date: retinal topography without revealing anything abnormal. Specialist consultation - on an unknown date: otorhinolaryngology without revealing anything abnormal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain / multiple pain and permanent discomfort') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), asthenia ("asthenia"), dyspepsia ("digestive disorders"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), feeling cold ("sensation of intense localized cold"), musculoskeletal disorder ("musculoskeletal disorders"), tinnitus ("tinnitus"), diplopia ("diplopia"), tooth fracture ("breaking teeth"), tachycardia ("tachycardia"), decreased activity ("almost no more physical activity"), dry skin ("skin dryness"), night sweats ("night sweats") and muscle discomfort ("muscle pain / multiple pain and permanent discomfort") and was found to have heart rate increased ("increased heart rate at rest"). Essure treatment was not changed. At the time of the report, the myalgia, asthenia, dyspepsia, paraesthesia, hypoaesthesia, feeling cold, musculoskeletal disorder, tinnitus, diplopia, tooth fracture, heart rate increased, tachycardia, decreased activity, dry skin, night sweats and muscle discomfort outcome was unknown. The reporter provided no causality assessment for asthenia, decreased activity, diplopia, dry skin, dyspepsia, feeling cold, heart rate increased, hypoaesthesia, muscle discomfort, musculoskeletal disorder, myalgia, night sweats, paraesthesia, tachycardia, tinnitus and tooth fracture with essure. The reporter commented: date of insertion as approximate. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Computerised tomogram - on an unknown date: retinal computed tomography scan was unremarkable. Electromyogram - on an unknown date: without revealing anything abnormal. Magnetic resonance imaging head - on an unknown date: was unremarkable. Magnetic resonance imaging spinal - on an unknown date: was unremarkable. Ophthalmological examination - on an unknown date: retinal topography without revealing anything abnormal. Specialist consultation - on an unknown date: otorhinolaryngology without revealing anything abnormal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.